Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the gastrointestinal videoscope exhibited a chemical cross-contamination event. Rapicide a chemistry was reportedly placed into the alcohol container of the automated endoscope reprocessor (aer), resulting in an unknown number of endoscopes receiving a final flush with rapicide a instead of the validated alcohol flush. It is unknown when the issue occurred and there were no reports of patient harm.